Event description:
Noticed pt burns on back at the ground pads. Attempt to secure the ground pads from the procedure. Their availability is still unknown. The apm is not suspect, but it will be returned for safety testing. A replacement apm been delivered to the customer.

Event description:
Noticed pt burns on back at the ground pads. Attempt to secure the ground pads from the procedure. Their availability is still unknown. The apm is not suspect, but it will be returned for safety testing replacement apm been delivered to the customer.